Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Baseplate packaging, during the procedure, faulty packaging caused implant to jump out of package and onto the floor.

Manufacturer narrative:
An event regarding an implant falling to the floor while being removed from its pack involving a triathlon baseplate was reported. The event was not confirmed. Visual inspection concluded that there is no evidence that the skin pack would have been captive in relation to the baseplate, i.e. The baseplate moves freely in and out of the skin pack. Device history review: DHR review was satisfactory. Complaint history review: there have been no other events reported for this lot based on the visual inspection performed there is no evidence that the device would have been difficult to remove from its sterile packaging. The investigation concluded that opening of sterile packs and removal of the implant in a sterile manner is the responsibility of the operating room staff

Event description:
Baseplate packaging, during the procedure, faulty packaging caused implant to jump out of package and onto the floor.